Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
The reporter indicated that the doctor has decided he wants to remove and exchange patients icl(implantable collamer lerns) with a smaller size. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- the reporter indicated that a 13.2mm tmicl 13.2 implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Excessive vault was observed. On an unknown date the lens removed and a replacement lens of shorter length was implanted. No further information has been provided. Claim# (B)(4).